Event description:
It was reported the patient experienced no stimulation sensation. The patient normally had stim around 7 volts, and felt no stim at 9.5 volts. Another group was unable to produce stimulation for the patient. It was noted the implant was fully charged and the lightning bolt in the top left was present. It was noted the patient used stim on monday and went to use stim again the date of current report and detected the issue. No falls/trauma reported. It was reported the manufacturer representative (rep) was going to meet with the patient monday. Additional information received reported the rep saw the patient yesterday and it was noted the patient had 3 bad electrodes and would be getting a revision. It was restated the patient had not fallen or ¿anything unusual¿ lately. Additional information received reported the patient had high impedances on 5 out of 8 electrodes. It was noted the patient was going to have a lead replaced on (B)(6) 2014. Additional information received reported the patient¿s lead was replaced and an additional lead was added. The rep followed up with the patient yesterday, (B)(6) 2014 and the patient was using the system without any further problems. Additional information received reported the lead would not be returned and nothing was noted during the case/intra-operatively as a malfunction.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, # serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. (B)(4).